Event description:
It was reported that the pta balloon ruptured at less than rbp during the first inflation in an upper arm fistula. There was no difficulty in retracting the catheter and another balloon was used to successfully complete the procedure. There was no pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. Ther was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The investigation is confirmed for a partial circumferential rupture. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith effort to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.